Event description:
It was reported that after successful non-abbott stent implantation, the 3.5 x 20 mm nc trek dilatation catheter was prepped for use and inserted onto the guide wire. No resistance was noted; however, during advancement, the nc trek separated into 2 segments at a location outside the patient anatomy. The device was easily removed from the guide wire. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for shaft detachment reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.